Event description:
It was reported that the patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab performed a microscopic examination that identified a separation between the pebax and electrode. During the procedure, while inserting the qdot micro catheter into the patient's body, signal noise appeared on the electrode. As the problem did not resolve after a while, the catheter itself was replaced. The issue was resolved. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the qdot micro device was returned to johnson and johnson medtech for evaluation. Visual inspection and electrical test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device 31440386l number, and no internal action was found during the review. The electrical issue reported by the customer was confirmed based on the reddish material observed. The root cause of the pebax separation is related to the manufacturing process of the device. The device instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. The carto 3 instructions for use contain the following recommendation: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).